Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast surgery with unspecified gel mentor round siltex hp 590 breast implants and suffered from a bilateral capsular contracture baker grade iii. Patient experienced ¿all the tissue on the bottom hanging from breasts and they are very hard, a lot of pain, implants are really high up¿. As a result, the patient will undergo removal on (B)(6) 2020. This medwatch is for the right breast implant.